Event description:
It was reported that the colonovideoscope had exhibited image disturbance. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector is dirty and plug unit is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image disturbance due to a scratch on objective lens, the image has dark area partially, the most probable cause of the complaint is cause traced to component failure. Circuit board unit in scope connector is dirty and plug unit is dirty, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.